Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported injecting a patient in the nasolabial fold, marionette lines, and vertical wrinkle on the upper lip with juvéderm vista volift xc. The healthcare professional reported that the hyaluronic acid was transferred to another syringe and injected 2 days later. About 3-5 minutes later, the patient experienced ¿swelling, induration, and redness¿ caused by an ¿allergic reaction¿ at the injection sites. The patient was immediately treated with 3000 units of hyaluronidase, a steroid drip (solcortef), an oral steroid (predonin 5mg), and an oral antibiotic (meiact). The event resolved that day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial fold, marionette lines, and vertical wrinkle on the upper lip with juvéderm vista volift xc. The healthcare professional reported that the hyaluronic acid was transferred to another syringe and injected 2 days later. About 3-5 minutes later, the patient experienced ¿swelling, induration, and redness¿ caused by an ¿allergic reaction¿ at the injection sites. The patient was immediately treated with 3000 units of hyaluronidase, a steroid drip (solcortef), an oral steroid (predonin 5mg), and an oral antibiotic (meiact). The event resolved that day.